Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Unit had broken battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. Customer stated that the battery on insulin pump and noticed that the top of it was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.